Manufacturer narrative:
Intuitive surgical inc. Has not received the monopolar curved scissors instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a fragment from the monopolar curved scissors instrument broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the shaft of the monopolar curved scissors instrument broke during use. The pieces of the instrument shaft fell into the patient. The surgeon performed a search and the pieces were retrieved and there was no report of patient harm, adverse outcome or injury.